Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely low platelets (plt) while using the cell dyn sapphire analyzer. The following data was provided. Sid (B)(6) plto 17.9 10e3/ul, plti 26.8 10e3/ul. Microscopic (slide) examination showed platelets were large with some agglutination. Previous platelet values approximately 6 months ago were higher, 170 10e3/ul (170,000). No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, an instrument service review, and labeling review. No adverse trend was identified for the customer issue. Service history review identified no contributing factors to the customer issue. The product was not returned and the patient specimen was not available for return. Microscopic (slide) examination of the patient specimen showed platelets were large and some coagulated cells were observed. It is possible plt were misclassified as rbc. The patient sample contained interfering substances and conditions, which affected plt results. Labeling was reviewed and found to be adequate. Per the cell dyn sapphire analyzer operations manual, any substance or condition that can interfere with the cell dyn sapphire system principles of operation should be considered an interfering substance or condition. The manual also instructs that if the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.